Event description:
The reporter stated that snub nose stopcock came apart from the logical dome. The reporter stated that an unspecified amount of blood leaked out however there was no pt injury or treatment associated with this event.